Manufacturer narrative:
A ge service rep performed an onsite investigation. The arcnet pcb and hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed an intermittent charger failed error message at boot up. This will result in no boot situation. There is no report of injury or death.